Event description:
Healthcare professional reported "late peri-implant seroma with rapid breast enlargement". "Cytological examination of peri-implant fluid demonstrated atypical lymphoid cells". Capsulectomy was performed, ultrasound-guided aspiration of peri-implant fluid (approximately 300 ml) were performed. "Histopathological and immunohistochemical examination confirmed breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "confirmed implant-associated anaplastic large cell lymphoma (biaalcl)", immunohistochemistry: cd30 positive, alk negative. This record is for the right side. Device was explanted.

Manufacturer narrative:
The review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the reported event of lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth rev 3.0 was performed, and the event of lymphoma - alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "late peri-implant seroma with rapid breast enlargement". "Cytological examination of peri-implant fluid demonstrated atypical lymphoid cells". Capsulectomy was performed, ultrasound-guided aspiration of peri-implant fluid (approximately 300 ml) were provided as treatment. "Histopathological and immunohistochemical examination confirmed breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "confirmed implant-associated anaplastic large cell lymphoma (biaalcl)", immunohistochemistry: cd30 positive, alk negative. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma, and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and lymphoma alcl. Device photo analysis: seroma-late: unable to observe as it is a medical event that is not related to the device. Lymphoma - alcl: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the reported event of lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed, and the event of lymphoma - alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.